Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 425cc , catalog number 3501670, serial number: (B)(4), lot: 1008962. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/16/2019, a manufacturing record evaluation (mre) was performed for the finished device number 5525223, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/12/2019, it was reported to mentor that the serial number was reported incorrectly in the initial report. The actual serial number is (B)(4). Manufacturer¿s reference number: (B)(4).